Event description:
According to the available information the surgeon believed that the wire of the dormia had broken off inside the patient but could not find it. The procedure was prolonged [significantly] because a flexible ureteroscopy was required. After the procedure, the surgeon inspected the device but found no broken wire; the tip was completely inside its protective sheath. The surgeon cut the protective sheath and saw that the wire was completely inside the sheath.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available.